Event description:
After deployment of the endoclip, it was noted that the hook that holds the clip to the device was still attached to the clip. Within seconds the hook fell out of the clip onto the mucosa. The hook was not retreived. The manufacturer is sending shipping kits to return the device. They are also aware that three other kits with the same lot number were pulled from the shelf, and will also be returned to the manufacturer.